Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG signal degradation of the v leads. There was no report of pt impact. The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue.

Event description:
The customer reported 12-lead ECG signal degradation of the v leads. There was no report of pt impact.